Manufacturer narrative:
The customer reported complaint for the thermogard displayed error message tcmid:05 (coolant diff failure) was confirmed during the event log review, but not during the initial functional test. No device malfunction was observed during the testing, and the console performed as intended. The possible cause for the reported complaint could be due to a degraded lm-34 temperature probe, which could have caused the ivtm system to display intermittent tcmid:05 error. The thermogard console is a re-usable device, and was manufactured in august 2016, and it is nearing expected serviceable life of 5 years. Visual inspection was performed, and noted no damage upon review. The thermogard xp ivtm system passed the initial functional testing, unable to duplicate the customer reported complaint. The event log was reviewed, and confirmed the occurrence of multiple tcmid:05 error message. As a preventive precautionary measure, the lm-34 temperature probe will be replaced to address the tcmid:05 error message. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of reported complaints for thermogard console with serial number (B)(4).

Event description:
It was reported that during training, the thermogard xp ivtm system (sn: (B)(4)) displayed error code tcmid:05 (coolant diff failure). The error persists after the console reboot. No patient involvement.